Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (1.52 vs. Expected results <0.012 ng/ml) from a single patient sample run on the vitros 5600 system. The affected result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The physician questioned the result. The customer repeated the result and issued a corrected report. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 system. There was no evidence to suggest a reagent malfunction had occurred. An ocd field engineer performed maintenance activities to several analyzer subsystems and replaced the reagent metering components. Following these actions, acceptable vitros trop I es performance was observed. The root cause of the event is instrument related.